Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to over 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours. It was reported that the cannula was not properly seated in the infusion site (leg) and did not pierce the skin during application. As treatment, a new pod was successfully applied.